Event description:
Pt in atrial-fib and was cardioverted. After procedure, pt developed reddened area to chest and back, which was the full size of the electrodes. Pt also complaining of burning sensation and pain. Pt treated with hydrocortisone. Not sure if this was due to problem with the machine electrodes, or user placement of electrodes, a normal reaction for this pt.